Event description:
It was reported to philips that the device's battery capacity was completely lost (the device does not run on battery power) and the battery must be replaced. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.